Manufacturer narrative:
Reference ID: pr (B)(4). The digitaldiagnost r3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis which concluded that the wireless had been dropped from an approximate height of 60 cm. The detector was reset, but the battery led and wi-fi status remained red. Thus, it was concluded that the detector was damaged due to user error and must be replaced. The device was replaced, calibration was performed and returned for clinical use.

Event description:
It was reported that wireless portable detector was not working. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00078 ((B)(4)): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers. Evaluation method code grid (2) updated. Added evm-cri-01 communication/interviews - c139457 imdrf code.